Manufacturer narrative:
The investigation for the pump stop has been completed. No product or logs were returned for evaluation. Clinical details noted that pump was stopped and pulled out during surgery for approximately 50 minutes then reinserted. Shortly after re-insertion, pump stop occurred. The root cause of the pump stop cannot be definitively determined as no product or logs were returned for evaluation.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device as pre-operative placement for surgery, and during the surgical procedure, the pump stopped. Angiogram was completed and showed the patient had "severe" multivessel coronary artery disease. An intra-aortic balloon pump was placed at this time, and the decision was made to schedule the patient for coronary artery bypass graft (CABG) surgery (3 vessels), aortic valve replacement and possible mitral valve replacement. The following decision was to implant the impella 5.5 device pre-operatively three days prior to the planned surgery. The patient came down for planned aortic valve replacement and cabgx3 with the prior placed impella 5.5 pump. During the surgical procedure the impella had a pump stop failure. The decision was made to replace with new impella 5.5 pump. The surgeon decided to recycle previous axillary graft and irrigated it, the new impella 5.5 pump successfully placed without issue, and the rest of the surgery was completed. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿